Event description:
On 20-aug-2024, a customer from chinese taipei notified biomérieux of obtaining overestimated result when testing patient with vidas® d-dimer exclusion ii (ref. 30455) in vidas 3 instrument (ref. 412590, serial number: (B)(6). The customer analyzed patient sample with vidas® d-dimer exclusion ii (ref. 30455) in vidas 3 instrument (ref. 412590, serial number: (B)(6), software version: v1.4.0) with the ¿load and go¿ mode and obtained the following results: when the test is performed in the same section with vidas® nt-probnp2 test: 480 ng/ml when the test is performed without any other test in the section: 212 ng/ml according to vidas assay compatibility information, the vidas® d-dimer exclusion ii (ref. 30455) and vidas® nt-probnp2 tests could not be processed in the same section because the protocols are different. And in this case, no alarm was triggered by vidas 3 instrument (ref. 412590, serial number: (B)(6), software version: v1.4.0). Based on the available information at the time of this assessment, there is no data available regarding a potential patient¿s impact of this issue, or any delayed of results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was initiated following notification from a customer in china taipei of obtaining overestimated result when testing patient with vidas® d-dimer exclusion ii (ref. 30455) on vidas 3 instrument (ref. 412590, serial number: (B)(6), software version: 1.4.0). The investigation confirmed that vidas® 3 software version 1.4.0 / 1.4.1 / 1.4.2 / 1.4.3 in "load and go" mode does not check the compatibility of protocols for tests run in the same section. This issue occurred only with vidas® 3 instrument (ref. 412590 / 412590u / 412590r) with software versions 1.4.0 / 1.4.1 / 1.4.2 / 1.4.3 in "load and go". The issue is not present in vidas® 3 software version 1.3 and below. The issue is not present when the analysis is launched with the standard mode (analysis created before loading the strip and spr). The issue does not occur if there is other type of error on the section (for example missing calibration, strip already loaded, number of readings by the scanner head on the instrument on the sample is different between analysis in the section...). If there is no other error (like calibration, incorrect spr or strip...), the protocol of the strip on the first position will be used for all the strips even if the protocols are not the same, then results are delivered for all assays. 4. Conclusion the investigation confirmed that the protocol compatibility is not verified when several analyses are launched on the same section using the "load and go" mode. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. A new software version 1.4.4 is developed to fix this issue and will be released in q4 2024. Until the new software version 1.4.4 is installed, it is recommended to continue to use the "load and go" mode with only one vidas parameter in the same section.